Event description:
It was reported that when the lead was inserted during a stimulation trial, there was no stimulation. The doctor opened a new lead and tried for the trial again. This time, the lead stimulated without any problem. The initial lead was discarded at the hospital.

Manufacturer narrative:
Lead model 3887-33, lot # unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2011.